Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During preparation of a 2.50 x 35 synergy¿ drug-eluting stent, the stent was stretched and subsequently detached from the stent delivery system during removal from the protector. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The balloon wings were not tightly wrapped; suggesting that the balloon may have been inflated and deflated. Crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During preparation of a 2.50 x 35 synergy¿ drug-eluting stent, the stent was stretched and subsequently detached from the stent delivery system during removal from the protector. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.